Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the iesu to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and failure analysis investigation could not reproduce the customer reported complaint. The iesu energized and cauterized and all ports recognized instruments. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the integrated electrosurgical unit (iesu/erbe) made a sound like it was providing energy, but there was no tissue effect. The customer power cycled the erbe, with no change. The erbe was reflecting that the instrument was connected to arm 2. The customer tried the second bipolar port, with no change. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer to swap to a back up instrument. The customer proceeded with no bipolar energy. There were no patient injury.